Event description:
The customer reported that the rubber bung from the injection port had become detached from the alaris se primary set and was found in the patient's mouth. The central line had bleed a small amount back into the line and the parenteral nutrition had to be discontinued and replaced with intravenous fluid. The patient was made safe and the central line was clamped to prevent further bleeding. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.